Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was unable to reproduce the reported issue. Nothing unusual was identified on the logs. The compressor however was due for replacement. The fse replaced the scroll compressor and the filters at 5000hr interval, and then performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a helium leak. The iabp's augmentation waveform would decrease systematically, ending with clinician having to manually fill the balloon. ICU opted to send the iabp to biomed for evaluation, and successfully continue treatment with another iabp. No patient harm, serious injury or adverse event was reported.